Event description:
On (B)(6) 2022 - the cosumer claims the product was overheating and smelt like it was burning. The consumer accepted a replacement.

Manufacturer narrative:
On (B)(6) 2022 - the consumer accepted and replacement product and will not return the product for an investigation.